Manufacturer narrative:
(B)(4). The sample was received for analysis and the reported failure mode was not confirmed. Complaint trends will continue to be monitored.

Event description:
It was reported that when the doctor conducted the routine check after the package bag was opened(pre-test), he found the "product gasbag was leaking." The device was reported to have not been used in a patient. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).